Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The cause of the reported difficulties cannot be determined. The subsequent treatment is related to the circumstances of the procedure. In this case, it is possible a deflection occurred causing the posterior needle from fully ejecting from the foot pocket, or user error due to the physician not fully depressing the plunger against the handle. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a percutaneous coronary interventional procedure with a 6f sheath. Reportedly a cuff miss [suture retrieval issue] occurred. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.